Event description:
It was reported that ventricular fibrillation (vf) induction and subsequent internal defibrillation therapy from the right ventricular (rv) lead at implant resulted in myocardial ischemia with spontaneous sustained ventricular tachycardia (vt) which required further internal defibrillation. The patient left the catheterization lab in a normal sinus rhythm. The patient was a participant in the acute subcutaneous defibrillation study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).